Event description:
The pt reportedly came to the clinic for a system check. It was reported that the pt had not used her device for 2 yrs (for social reasons) and that her external equipment was not in good condition. Testing performed by the clinic was limited and external equipment testing could not be performed due to the lack of a c1 reference implant. A company rep met with the pt to perform further device eval. External equipment was exchanged, but the lock could not be achieved with pt's implant. Device failure was confirmed and surgery to explant the pt's device will be scheduled.